Manufacturer narrative:
Evaluation summary: one cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in fair physical condition with cracked housing. Review of the device data log had no related findings. Functional testing included use testing. The pump was powered on and cassette was attached to the pump. No alarms were observed when the pump was attached to a cassette. Based on evidence, the complaint was not confirmed. The root cause could not be identified.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump gave no disposable alarm. There are no known adverse effects.